Manufacturer narrative:
Investigation x-inspect returned samples *analysis and findings distribution history the complaint product was purchased from reda instrumente - gmbh. Manufacturing record review manufacturing record review not applicable to this product. Incoming inspection review incoming inspection record review not applicable to this product. Service history record service history not applicable for this product. Historical complaint review a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt the complaint product es-lngr was returned. Visual evaluation visual examination of the complaint product revealed physical damage. Functional evaluation complaint product was functionally evaluated and found not to function properly. Complaint product was forwarded to supplier reda instrumente - gmbh under scar# (21-011-scar). Root cause no definitive root cause for this issue could be reliably determined at this time. *correction and/or corrective action / *preventative action activity coopersurgical will continue to monitor this complaint condition for any trends.

Event description:
Per julie these do not grasp when they are trying to remove iud's 1216677-2021-00145 spoon forceps long serrat es-lngr e-complaint (B)(4).

Manufacturer narrative:
The reported condition is being investigated.

Event description:
Per (B)(6) these do not grasp when they are trying to remove iud's. Spoon forceps long serrat es-lngr. E-complaint (B)(4).